Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse during patient infusion in the biomedical service department. The patient was receiving blood transfusion, pump programmed correctly, alarmed that infusion was completed after 2 hours. The bag of blood and normal saline bag appeared to be full leading clinical team to conclude that blood did not transfuse to patient as programmed into the pump despite the pump indicating otherwise. Some blood product was wasted as a result of not being able to infuse the blood in the appropriate amount of time there was no report of patient injury or medical intervention associated with this event. No additional information is available.